Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the lv lead exhibited loss of capture at high pacing thresholds. X-ray images indicated the lead had dislodged. The patient underwent surgery during which the lead was extracted and replaced. No adverse patient symptoms were reported. The issue is now resolved.